Manufacturer narrative:
No devices are being returned for evaluation.(B)(4).

Event description:
Blade shed metal shavings and left residue in the patient. They said they wanted to hang on to the product and test it themselves.